Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death is unknown. The caller stated that the customer had persistent vomiting and diarrhea. The customer's issues started one month prior to passing. The customer's blood glucose, prior to passing, was over 300 mg/dl. The caller noted that the customer had gone to the doctor's office the day prior to passing, on friday. The doctor told the customer that everything was fine, and if the customer was still sick, to return to the doctor's office on monday. The customer passed away the next day, saturday. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller stated that the insulin pump cannot be returned because the coroner's office burnt everything.